Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle had a deformed barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two evaluations were carried out. (B)(4) investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the syringe is defective. The returned syringe was examined and exhibited a dented barrel around the 8 unit marking. Sample was forwarded to manufacturing ((B)(4)) on 13jul2018 for further review. (B)(4) investigation summary: on 18jul2018, (B)(4) received one (1) loose 0.3ml, 8mm syringe from reported batch# 7205907. All samples are decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Additionally, this sample was tested via plug gauge and was noted to be with specifications. This finding supports volumetric accuracy should not be impacted by the damage noted. Probable root cause is likely to be a jaw jam on the form fill & seal (ffs) equipment, although there is a potential the damage noted within the sample could represent a molding-related issue. In the event of a jaw jam, any portion of the syringe or any component may be involved in the jam. When this type of event occurs, involved components generally exhibit moderate to severe damage from the jaw and are generally rendered inoperable by the end user. Per DHR review completed by the (B)(4) plant on 12jul2018, no related quality notifications were written against this batch during production. A review of the device history record was completed for batch # 7205907 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200708548, 200708545, 200708649] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for deformed barrel on lot # 7205907 based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle had a deformed barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle had a deformed barrel. There was no report of exposure, injury, or medical intervention.